Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report: 1627487-2019-05873. It was reported that the patient's right l3 drg lead had high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was explanted and replaced. The issue has since been resolved. Note: it is unknown at this time which l3 lead had the high impedances, so both devices are being reported on.